Event description:
The device was used during an thoracoscopic lung partial resection procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.